Manufacturer narrative:
A partial lead was returned for analysis in two segments. The reported event of rv impedance elevated, and noise were not confirmed by analysis. The damage found was sustained during the surgical procedure. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasion was noted on 11.2-11.4 cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented with an elevated impedance and noise detected on the right ventricular lead. Said lead was explanted and replaced. The patient was stable.